Event description:
Reported alleged blood glucose device was generating a result prior to the test strips being dosed with blood. It was reported the result appeared on the scrren as the customer was dosing the strip with blood, no result. Provided. Reporter stated no actions were taken and no treatment was recived as a result. A request was made for the return of the suspect deivce and replacment product was sent.